Event description:
It was reported that a pt underwent an anterior repair, colporrhaphy, and obturator sling procedure in 2008. The next month, the pt experienced sharp, severe left groin pain. Upon examination, the sling exit sites were equally healed without any puckering. However, just above the exit point on the left there was a palpable nodule, which upon touching provoked the same kind of shooting, stabbing pain. The surgeon suspected an abscess along the tape, along the obturator canal, probably infectious. Seven days later, the pt was prescribed keflex, five hundred milligrams three times per day, for ten days to treat the infection/abscess. The pt responded to the prescribed antibiotics and the pain went away.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.